Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The auxiliary channel was flushed with gigasept sekusept aktiv 1% detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around the elevator were manually cleaned with gigasept sekusept aktiv 1% detergent and cantel pull thru setbrushes (ref # 95101.10s). The scope was not manually disinfected. The aer used was a cantel advantage plus pt along with intercept plus 0.5% detergent and rapicide pa a und rapicide pa b 4% disinfectant. The scope was stored in a cantel endodry. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was microbiologically cultured. On (B)(6) 2022, the air/water channel tested positive for less two (2) colony forming units (cfus) of microorganisms. The auxiliary channel tested positive for ten (10) cfus of staphylococcus hominis. The suction/instrument channel tested positive for eighteen (18) cfus of enterococcus species and four (4) cfus of cellusosimicrobium cellulans. On (B)(6) 2022, suction/instrument channel tested positive for greater than one hundred and sixty (160) cfus of enterococcus casseliflavus, stenotrophomonas maltophilia, and cellusosimicrobium cellulans. The auxiliary channel tested positive for two (2) cfus of bacillus infantis and two (2) cfus of lysinibacillus species. Additionally, the scope had presented a small white dot on the monitor, perhaps due to a chip or defective lens. No patient harm reported. This report is to capture the reportable malfunction of the positive culture.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party testing, the legal manufacturer's evaluation and final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted including chipped/cracked components, the bending section rubber glue was separated, there was play and less angulation in the control unit, the bending tube was shortened, and there was red, green, and blue dots on the charged coupled device unit. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.